Event description:
Patient was in transport via helicopter from one hospital to another after a motor vehicle accident. Patient required sedation due to agitated state. Provider administered twice the intended amount due to the difficulty engaging the screw-in end of the carpujet to the vial of medication.